Event description:
During a remote follow-up, inadequate high-voltage (hv) therapy was delivered by the device due to an episode of ventricular fibrillation (vf). On the third hv shock, the vf was successfully terminated. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.